Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient lost consciousness while outside her home in hot weather. She was found in the yard by her sister. Prior to the event, the patient reported that her cgm mobile app had been in a signal loss state for approximately one hour, during which no glucose readings were available. The patient stated she was aware that her blood glucose (bg) was dropping but did not perform a bg meter check. Upon finding the patient unresponsive, the patient¿s sister treated her with coke and candy. Emergency medical services were not contacted. Later that day, the patient visited her physician, who advised her to always carry her dexcom receiver as an additional display device and to stay well hydrated. There was no documentation of treatment or medical intervention provided during the doctor¿s visit. At the time of reporting, the patient was described as ¿fine and normal.¿ performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was that the transmitter and app were unable to establish a connection. No additional patient or event information is available.